Manufacturer narrative:
A2: added date of birth b7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Records prior to (B)(6) 2016 were not provided, including surgical records for cesarean section. (B)(6) 2016: (B)(6)medical center. (B)(6) md. Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: same. Assistant(s): (B)(6)md. Operation: laparoscopic repair of umbilical hernia with dual mesh. Anesthesia: general endotracheal anesthesia. Indications for procedure: ¿(B)(6) is a 28 year old female, with past medical history significant for ibs [irritable bowel syndrome], pcos [polycystic ovarian syndrome], recent cesarean section and bilateral tubal ligation, presenting for evaluation of her umbilical hernia. The hernia is relatively asymptomatic but she is concerned about possible obstruction and strangulation. Defect is palpable and reducible. An in depth discussion was held with the patient regarding risks and benefits to undergoing laparoscopic repair. She voiced knowledgeable understanding and would like to proceed with the procedure. Patient is a good candidate for a laparoscopic umbilical hernia repair with mesh.¿ description of the procedure: ¿the patient was placed in the supine position. Scds [sequential compression devices] were given to the patient, as well as preoperative antibiotics. After successful general endotracheal anesthesia, the abdomen was then prepped and draped in sterile fashion. An ioban drape was placed. A 5 mm trocar was inserted in the left upper quadrant using the optiview system. Pneumoperitoneum was achieved with co2 [carbon dioxide] 14 mmhg. One more 5 mm trocar was placed in the left flank under direct vision for the camera. One extra 5 mm trocar was then placed in the left lower quadrant for the left hand of the surgeon. The originally placed 5 mm trocar was upsized to a 12 mm trocar under direct visualization. An umbilical defect measuring approximately 2.5 cm was noted. Using a laparoscopic suture passer, the defect was then closed with two interrupted stitches using number 1 pds. Each stitch was placed through a stab incision in the skin in the midline and incorporating 1-2 cm of fascia on each side. Once all the stitches were placed, the pneumoperitoneum was released and the knots were tied in the subcutaneous tissue. Once this was accomplished, we then measured this defect, with a spinal needle touching the edges of the defect, which was noted to be of about 2.5 cm in diameter. We then tailored a dual mesh plus mesh so we would have at least 4 cm beyond the defect. This gave us a mesh in the size of 10 x 10 cm. Stitches were placed in each corner of the mesh and in the middle. The mesh was rolled and then introduced through the 12 mm port. Once inside, was then unrolled and positioned such that the smooth surface of the dual mesh would face the inside of the abdominal cavity. Using a endoclosure device, each of the stitches previously placed on the mesh was brought outside. Once these stitches were tied, using a endo-tacker, the mesh was secured in place with 1 cm apart tacks. This was performed all the way around the edge of the mesh. Happy with the mesh placement, the trocars were then removed under direct visualization and pneumoperitoneum was evacuated. The patient tolerated the procedure well. The patient was extubated in the operating room and transferred, in stable condition, to the recovery room. Sponge and instrument count was correct. Dr. (B)(6) assisted with the case as there was no qualified surgical resident available to scrub.¿ (B)(6) 2016: (B)(6) medical center. Implant record. Inventory item: mesh dual + 10 x 15 cm 1 mm. Model/catalog number: 1dlmcp03. Serial number: (B)(6). Size: 10 x 15 x 1. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial was implanted during procedure. (B)(6) 2017: (B)(6)medical center (B)(6). (B)(6)md; (B)(6) md. Radiology-CT abdomen. Clinical indication: recurrent ventral hernia evaluation. History of ventral hernia with mesh. Findings: loops of small bowel are unremarkable. There is no mesenteric or retroperitoneal lymphadenopathy. There is mural fat deposition in the ascending colon. There is mid abdominal ventral hernia containing omental fat in the umbilicus. There is a surgical mesh immediately deep to the ventral defect with its superior aspect not fully apposed against the abdominal wall, creating a 1 cm gap at its superior aspect. Impression: postsurgical changes of the abdominal wall with a recurrent fat-containing umbilical hernia through a 1 cm defect between the superior aspect of the mesh and the abdominal wall. (B)(6) 2018: (B)(6) medical center south. (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedure: repair of recurrent ventral incisional hernia. Implantation of mesh. Assistant: (B)(6), r1. Anesthesia: general, dr. (B)(6). Indications for operation: ¿patient is a 30 year old woman with pre-diabetes, ibs [irritable bowel syndrome], and prior ventral hernia that was repaired laparoscopically by dr(B)(6) in (B)(6) 2016. Patient states that in (B)(6)2017 she was having a coughing fit and felt a pop in her abdomen superior to her umbilicus. Since then she has noted a bulge just above her umbilicus. No overlying skin changes, no pain increase with food, no blood in stool. Alternating constipation and diarrhea due to ibs [irritable bowel syndrome]. Pain affected by position. Worse when sitting up as it puts pressure, better when laying back or when reclined. Also better with abdominal binder. The hernia has impacted her quality of life as she is unable to lift her toddler secondary to pain. She underwent CT revealing mesh in place from prior hernia repair, but separation of the mesh from the abdominal wall superiorly leading to recurrent hernia. The patient agreed to proceed.¿ procedure: ¿the patient was taken to the operating room and placed in supine position on the operating room table. Scds [sequential compression devices] were placed bilaterally and functional. A timeout was performed identifying the correct patient, procedure, and surgical site. Ancef 2 grams was delivered intravenously. After the successful induction of general anesthesia, the patient¿s abdomen was prepped and draped in standard sterile fashion. The operation was initiated by making a 4 cm vertical incision just superior to the umbilicus. The subcutaneous tissue was dissected with bovie electrocautery until the fascial defect could be identified. The fascial defect was 2 cm in size. We excised the hernia sac and passed this off the field. The fascial edges were cleaned off anteriorly and posteriorly. There was quite a bit of adhesion posteriorly and the mesh was palpated. We cleared an area of 2 cm circumferentiall [sic]. I elected to place a subfascial mesh to support the recurrent hernia repair. We used a composite ventral patch 4.3 cm to support the repair. We raised the fascia with kocher clamps and inserted the mesh into the peritoneal cavity. It fit very well against the posterior surface of the abdominal wall. 0-prollne suture was used to secure the mesh in place on 4 sides. The suture was placed transfascial and through the netting of the mesh. These sutures were tied. Once the mesh was secured in this way the positioning sutures were removed. The wound was irrigated. The fascia was then closed primarily with 0 proline in a figure-of-eight fashion. The wound was again irrigated. 3-0 vicryl suture was used to close the deep dermal layer and the subcutaneous space. 4-0 monocryl subcuticular suture was used to close the skin. Dermabond was applied. The patient was extubated and taken to recovery room in stable condition. At the end of the case all sponge and instrument counts were correct.¿ estimated blood loss: < 10 cc. Complications: none immediately apparent. Implants: 4.3 cm bard ventral patch. Specimens: none. Wound class: 1. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for ¿mesh failure¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2016 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ obesity ? (B)(6) 16: 196 lbs., bmi 31.68 ¿ umbilical hernia ¿ (B)(6) 17: recurrent umbilical hernia ¿ pre-diabetes. Prior surgical procedures: ¿ unknown date: cesarean section and bilateral tubal ligation ¿ (B)(6) 16: laparoscopic repair of umbilical hernia. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 18: repair of recurrent ventral incisional hernia. Implantation of mesh. Implant: bard ventral patch. Implant preoperative complaints: ¿ (B)(6) 16: indication: ¿a 28 year old female, with past medical history significant for ibs [irritable bowel syndrome], pcos [polycystic ovarian syndrome], recent cesarean section and bilateral tubal ligation, presenting for evaluation of her umbilical hernia. The hernia is relatively asymptomatic but she is concerned about possible obstruction and strangulation. Defect is palpable and reducible. An in depth discussion was held with the patient regarding risks and benefits to undergoing laparoscopic repair. She voiced knowledgeable understanding and would like to proceed with the procedure. Patient is a good candidate for a laparoscopic umbilical hernia repair with mesh.¿ implant procedure: laparoscopic repair of umbilical hernia with dual mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/14702878, 10cm x 15cm x 1mm thick] implant date: (B)(6) 2016 ¿ wound classification: not provided ¿ description of hernia being treated: ¿a 5 mm trocar was inserted in the left upper quadrant using the optiview system. Pneumoperitoneum was achieved with co2 [carbon dioxide] 14 mmhg. One more 5 mm trocar was placed in the left flank under direct vision for the camera. One extra 5 mm trocar was then placed in the left lower quadrant for the left hand of the surgeon. The originally placed 5 mm trocar was upsized to a 12 mm trocar under direct visualization. An umbilical defect measuring approximately 2.5 cm was noted. Using a laparoscopic suture passer, the defect was then closed with two interrupted stitches using number 1 pds. Each stitch was placed through a stab incision in the skin in the midline and incorporating 1-2 cm of fascia on each side. Once all the stitches were placed, the pneumoperitoneum was released and the knots were tied in the subcutaneous tissue. Once this was accomplished, we then measured this defect, with a spinal needle touching the edges of the defect, which was noted to be of about 2.5 cm in diameter.¿ ¿ implant size and fixation: ¿we then tailored a dual mesh plus mesh so we would have at least 4 cm beyond the defect. This gave us a mesh in the size of 10 x 10 cm. Stitches were placed in each corner of the mesh and in the middle. The mesh was rolled and then introduced through the 12 mm port. Once inside, was then unrolled and positioned such that the smooth surface of the dual mesh would face the inside of the abdominal cavity. Using a [sic] endoclosure device, each of the stitches previously placed on the mesh was brought outside. Once these stitches were tied, using a [sic] endo-tacker, the mesh was secured in place with 1 cm apart tacks. This was performed all the way around the edge of the mesh. Happy with the mesh placement, the trocars were then removed under direct visualization and pneumoperitoneum was evacuated.¿ relevant medical information: ¿ (B)(6) 17: CT abdomen: findings: ¿loops of small bowel are unremarkable. There is no mesenteric or retroperitoneal lymphadenopathy. There is mural fat deposition in the ascending colon. There is mid abdominal ventral hernia containing omental fat in the umbilicus. There is a surgical mesh immediately deep to the ventral defect with its superior aspect not fully apposed against the abdominal wall, creating a 1 cm gap at its superior aspect. Impression: postsurgical changes of the abdominal wall with a recurrent fat-containing umbilical hernia through a 1 cm defect between the superior aspect of the mesh and the abdominal wall.¿ revision preoperative complaints: ¿ (B)(6) 18: indications: ¿patient is a 30 year old woman with pre-diabetes, ibs [irritable bowel syndrome], and prior ventral hernia that was repaired laparoscopically in (B)(6)2016. Patient states that in (B)(6) 2017 she was having a coughing fit and felt a pop in her abdomen superior to her umbilicus. Since then she has noted a bulge just above her umbilicus. No overlying skin changes, no pain increase with food, no blood in stool. Alternating constipation and diarrhea due to ibs [irritable bowel syndrome]. Pain affected by position. Worse when sitting up as it puts pressure, better when laying back or when reclined. Also better with abdominal binder. The hernia has impacted her quality of life as she is unable to lift her toddler secondary to pain . She underwent CT revealing mesh in place from prior hernia repair, but separation of the mesh from the abdominal wall superiorly leading to recurrent hernia. The patient agreed to proceed.¿ revision procedure: repair of recurrent ventral incisional hernia. Implantation of mesh. [Implant: bard ventral patch] revision date: (B)(6) 2018 ¿ wound class: 1. ¿ ¿the operation was initiated by making a 4 cm vertical incision just superior to the umbilicus. The subcutaneous tissue was dissected with bovie electrocautery until the fascial defect could be identified. The fascial defect was 2 cm in size. We excised the hernia sac and passed this off the field. The fascial edges were cleaned off anteriorly and posteriorly. There was quite a bit of adhesion posteriorly and the mesh was palpated. We cleared an area of 2 cm circumferential [sic]. I elected to place a subfascial mesh to support the recurrent hernia repair. We used a composite ventral patch 4.3 cm to support the repair. We raised the fascia with kocher clamps and inserted the mesh into the peritoneal cavity. It fit very well against the posterior surface of the abdominal wall. 0-prollne [sic] suture was used to secure the mesh in place on 4 sides. The suture was placed transfacial and through the netting of the mesh. These sutures were tied. Once the mesh was secured in this way the positioning sutures were removed. The wound was irrigated. The fascia was then closed primarily with 0 proline [sic] in a figure-of-eight fashion. The wound was again irrigated. 3-0 vicryl suture was used to close the deep dermal layer and the subcutaneous space. 4-0 monocryl subcuticular suture was used to close the skin.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial. Instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14702878 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic umbilical hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred. It was reported the patient alleges the following injuries: "mesh separated from the abdominal wall leading to additional surgery, mesh failure." Additional event specific information was not provided.